Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the tip of nforce nitinol helical stone extractor basket could not be opened prior to use. The device did not come in contact with the patient. There was no patient harm reported and no additional procedures were required because of this failure.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use, and specifications, and visual inspection and functional testing of the returned device were conducted during the investigation. The device was returned with the handle in the open position and the basket formation was in the closed position. A functional test noted the udh handle would not actuate. A visual examination noted the support sheath and the basket sheath were detached. The basket sheath was noted to be accordioned 3 cm from the distal tip of the support sheath and the coil appeared twisted in the damaged area. It appeared the device met resistance beyond its intended design. A document-based investigation evaluation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. There were no other reported complaints for this lot number. Based on the information provided, the root cause is due to the handling of the product since it is evident that the product received excessive pressure during the exercise. Per the quality engineering risk assessment no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.